Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an investigation of the device is completed, a follow-up/final report will be submitted. Initial reporter: (B)(6).

Event description:
It was reported that this device needed repair. During follow-up for additional information, it was revealed that the device was not meshing properly during surgery. There was no harm or delay involved, and an alternate product was used for the procedure. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(6). Product evaluation product review of the meshgraft ii (B)(6) by zimmer-japan on (B)(6) 2020 revealed that a proper mesh was not being performed. The cutter blade needed to be replaced and side plate failed. Product repair of the device was performed by zimmer-japan on (B)(6) 2020 which included replacement of the following: cutter, sideplate. Additional repair included disassembly, clearance adjustment and operation check. The device, serial number (B)(6) was then tested and functioned properly. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to (B)(6) 2009 where it was identified a robust DHR indexing and handling process was not in place. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
No additional event information available.